Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the lead was attempted but not used. During the implant attempt, the physician was unable to find a position with acceptable thresholds. The lead was not used. No patient complications were reported as a result of this event.